Event description:
(B)(6) 2012, the patient contacted animas and stated that she experienced a blood glucose (bg) value of 500 mg/dl with vomiting and spilling ketones. The patient reportedly awoke to no power to the pump and stated that she was feeling sick. She stated that she was not a lone and did not need medical assistance. The patient reportedly treated the bg via correction injection and her bg reportedly went down to 401mg/dl. The patient reportedly used three new 1.5 volt lithium batteries and stated that the pump now has audible tones but no display screen. The pump's history could not be reviewed due to the blank display issue the battery cap was reportedly new and was recently changed out. The patient denied that there was damage to the pump, battery cap or battery. The pump is being returned for troubleshooting and a replacement pump was sent to the patient. This complaint is being reported due to the patient's hyperglycemic event and due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.